Event description:
After giving informed consent for a bilateral breast augmentation, the patient was marked in the preoperative holding area in the standing up position. The patient was given 1 gram of intravenous cefazolin antibiotic preoperatively. Sequential compression devices were placed and activated. After induction of general anesthesia, the patient was placed in the supine position with the arms abducted and secured on padded arm boards. The chest was prepped and draped in a sterile fashion.attention was turned to the right breast. An infra-mammary incision was made using the #15 scalpel. The skin and subcutaneous tissues were sharply dissected down to the level of the pectoralis fascia. The breast parenchyma was separated from the underlying pectoralis muscle up to the level of the nipple. The inferolateral edge of the pectoralis muscle was then elevated from the chest wall under direct vision. A subpectoral plane was developed cephalad to create a pocket for the implant. The inferior attachments of the pectoralis major muscle were released from the 4 to 7 o'clock positions. The medial sternal attachments to the pectoralis muscle were preserved. The wound was copiously irrigated with sterile saline, and hemostasis was achieved using electrocautery under direct vision. A 400 ml mentor smooth round moderate plus profile silicone implant was placed into the subpectoral space. The first implant used was noted to rupture during insertion. The implant was removed and discarded from the field. The silicone gel contents were kept with the implant and did not contact the patient, the operative field, or the instrumentation. A second implant was brought into the field and placed in the dual point subpectoral space.